Manufacturer narrative:
Concomitant medical products: pump/(B)(4); cat# 1103; exp. Date: 06/30/2018; mfg. Date: 06/30/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Sepsis and driveline and wound infections are potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support and history of recurrent polymicrobial infections. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient who had undergone biventricular hvad implantation on (B)(6) 2016 developed vancomycin-resistant enterococci bacteremia while after she had been discharged to a rehabilitation facility. She was noted to have leukocytosis. She was treated with oral zyvox and daptomycin. As of the last report, the patient remains hospitalized.

Manufacturer narrative:
The patient had developed multi-drug resistant organisms (mdro) of the blood and was not responsive to antibiotics. After the family consulted with infectious disease (ID), a decision was made to consult palliative care. The family decided to withdraw care on (B)(6) 2016 and the patient expired shortly thereafter. The patient's international normalized ratio (inr) on (B)(6) 2016 was 2. The family declined autopsy and therefore the pump is still implanted and will not be returned. The site is disposing of peripherals. The clinical team states that death is not related to pump, and is relating death to sepsis and multi-system organ failure (msof). Hvad pump (B)(4) were not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the devices' conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pumps from performing as intended. Review of the manufacturing documentation and sterility certificates confirmed that the associated devices met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Concomitant medical products: pump- (B)(4). Additional information indicates that the patient's sepsis was complicated with the development of hypotension and fluid overload requiring treatment with a norepinephrine infusion and frequent dialysis. The vancomycin-resistant enterococcus (vre) bacteremia was confirmed via blood culture on (B)(6) 2016; while the patient's sputum was positive for colonies of yeast, pseudomonas and klebsiella pneumonia on (B)(6) 2016. The site reported that the source of the patient's sepsis was suspected to be vad-related endocarditis. The patient's antibiotic regimen is reported to have included intravenous daptomycin, linezolid and cetazidime; along with colistin and tobramycin inhalation. Despite this course of treatment, the patient continues to be critically ill with a poor prognosis. She currently has a "do not resuscitate" order and is not expected to survive this admission. The patient's physician reported that the event is related to a vad-related endocarditis, sepsis and multi-system organ failure. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient factors that may have contributed to this event. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.